Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It is reported that while repairing the meniscus the t-1 anchor deployed but the trigger couldn't retract so t-2 could not be deployed. The t-1 anchor was removed and the procedure was completed successfully with a back-up device. There is no report of surgical delay as the result of the alleged incident or patient injury associated with the reported event.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.